Event description:
It was reported that a large volume infusor under-infused. The device was filled with 175ml of fluorouracil diluted in 65ml of saline for a total volume of 240ml. The expected infusion time was 48 hours. However, after ¿several hours¿ the infusor stopped infusing and the nurse noted there was still approximately 200ml remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured march 11-12, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.